Manufacturer narrative:
Additional manufacuring narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the display is faulty also the housing case is damaged. No patient impact or consequences reported.

Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. Visual inspection revealed the sensor connector is damaged, the speaker is contaminated and the device housing is cracked. During this testing the unit turned on using battery power and all leds illuminated at all brightness levels. The device was able to obtain measurements and alarmed audibly and visually under alarm conditions. Internal inspection revealed contamination on the technology board and system board. A service history record review reveals that this unit was in the field for over four (4) years with no previous reported issues related to this reported event.